Event description:
It was reported to medtronic neurosurgery that the patient had a delta shunt implanted in 2012 to treat his hydrocephalus. The patient's intracranial pressure changed often however, so the valve was revised for an adjustable strata valve.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.